Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082852) on 31-jan-2019. The most recent information was received on 14-jan-2022. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain, progressively getting worse'), device dislocation ('essure migrated - a metallic portion is poking out of left fallopian tube segment'), back pain ('severe back pain, lower back pain'), drug dependence ('recovered opioid addition') and major depression ('major depressive disorder') in a (B)(6) female patient who had essure (batch no. A33568) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (wellbutrin), ibuprofen and vitamins nos (multivitamins). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced back pain (seriousness criterion disability), 1 year 5 months after insertion of essure. On (B)(6) 2015, the patient experienced anxiety ("anxiety") and major depression (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion hospitalization), heavy menstrual bleeding ("very heavy periods") and dyspareunia ("pain during intercourse"). On (B)(6) 2017, the patient experienced abdominal pain upper ("epigastric pain"). On (B)(6) 2019, the patient experienced abdominal pain ("constant abdominal pain"). On (B)(6) 2019, the patient experienced uterine pain ("chronic uterine pain"). On (B)(6) 2020, the patient experienced abdominal distension ("bloating"), constipation ("constipation") and menstruation irregular ("irregular periods") and was found to have weight increased ("uncontrollable weight gain"). On (B)(6) 2021, the patient experienced arthralgia ("worsening pain in hips, pain in right hip"). On (B)(6) 2021, the patient experienced chest pain ("chest pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), drug dependence (seriousness criterion hospitalization), pain ("chronic pain"), abdominal discomfort ("abdominal discomfort"), gastrointestinal disorder ("bowel problems"), dysmenorrhoea ("intense pain with periods"), bladder disorder ("bladder issues"), urinary tract infection ("reoccurring uti's"), insomnia ("could not fall asleep, stay asleep"), fatigue ("chronic fatigue"), migraine ("constant headaches and migraines"), alopecia ("hair loss") and loss of libido ("complete loss of sex"). The patient was hospitalized for 7 days. The patient was treated with clonazepam, hydrocodone and surgery (total hysterectomy with removal of both essure devices). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, device dislocation, back pain, uterine pain, pain, abdominal pain, abdominal discomfort, abdominal distension, gastrointestinal disorder, dysmenorrhoea, anxiety, major depression, dyspareunia, weight increased, insomnia, fatigue, migraine, alopecia, loss of libido and arthralgia had not resolved, the drug dependence had resolved and the abdominal pain upper, constipation, heavy menstrual bleeding, menstruation irregular, bladder disorder, urinary tract infection and chest pain outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain upper, alopecia, anxiety, arthralgia, back pain, bladder disorder, chest pain, constipation, device dislocation, drug dependence, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, heavy menstrual bleeding, insomnia, loss of libido, major depression, menstruation irregular, migraine, pain, pelvic pain, urinary tract infection, uterine pain and weight increased to be related to essure. The reporter commented: serious injury criterion: "hospitalization, disability / permanent damage" was initially mentioned but not specified and/or assigned to one of the events. In follow up consumer mentioned she had 9 years of pain. She was prescribed hydrocodone, then went sick and had to be detoxified from opioids for 7 days in hospital. She had many emergency room and doctors visits. Essure caused accumulate debts for medical bills. Due to complete hysterectomy doctors and gynecologist have to regulate hormones to stop weight gain, hair loss, sexual changes due to menopause. Pain and struggle as result of the essure procedure are not over most recent follow-up information incorporated above includes: on 14-jan-2022: upon receipt of follow up information this report was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2021-03096) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. New: reporter lawyer was added. Case is now a legal complaint (all events considered related). Reporter's address updated. Reporter (consumer's husband) added, consumer age /date of birth added. Essure lot number was provided a33568. Essure was removed on (B)(6) 2021 by hysterectomy. Start date of events was added. Events added: device dislocation; dyspareunia;uterine pain; abdominal pain; abdominal pain upper; abdominal distension; abdominal discomfort; gastrointestinal disorder; constipation; weight increase; chest pain, insomnia, alopecia; migraine, fatigue; loss of libido; pain; drug dependence; arthralgia. For treatment drugs were prescribed: hydrocodone, clonazepam. Events are ongoing we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082852) on 31-jan-2019. The most recent information was received on 19-jan-2022. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migrated - a metallic portion is poking out of left fallopian tube segment'), pelvic pain ('constant pelvic pain, progressively getting worse'), back pain ('severe back pain, lower back pain'), drug dependence ('recovered opioid addition') and major depression ('major depressive disorder') in a 38-year-old female patient who had essure (batch no. A33568) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (wellbutrin), ibuprofen and vitamins nos (multivitamins). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced back pain (seriousness criterion disability), 1 year 5 months after insertion of essure. On 29-jan-2015, the patient experienced anxiety ("anxiety") and major depression (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion hospitalization), heavy menstrual bleeding ("very heavy periods") and dyspareunia ("pain during intercourse"). On (B)(6) 2017, the patient experienced abdominal pain upper ("epigastric pain"). On (B)(6) 2019, the patient experienced abdominal pain ("constant abdominal pain"). On (B)(6) 2019, the patient experienced uterine pain ("chronic uterine pain"). On (B)(6) 2020, the patient experienced abdominal distension ("bloating"), constipation ("constipation") and menstruation irregular ("irregular periods") and was found to have weight increased ("uncontrollable weight gain"). On (B)(6) 2021, the patient experienced arthralgia ("worsening pain in hips, pain in right hip"). On (B)(6) 2021, the patient experienced chest pain ("chest pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), drug dependence (seriousness criterion hospitalization), pain ("chronic pain"), abdominal discomfort ("abdominal discomfort"), gastrointestinal disorder ("bowel problems"), dysmenorrhoea ("intense pain with periods"), bladder disorder ("bladder issues"), urinary tract infection ("reoccurring uti's"), insomnia ("could not fall asleep, stay asleep"), fatigue ("chronic fatigue"), migraine ("constant headaches and migraines"), alopecia ("hair loss") and loss of libido ("complete loss of sex"). The patient was hospitalized for 7 days. The patient was treated with clonazepam, hydrocodone and surgery (total hysterectomy with removal of both essure devices). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, pelvic pain, back pain, uterine pain, pain, abdominal pain, abdominal discomfort, abdominal distension, gastrointestinal disorder, dysmenorrhoea, anxiety, major depression, dyspareunia, weight increased, insomnia, fatigue, migraine, alopecia, loss of libido and arthralgia had not resolved, the drug dependence had resolved and the abdominal pain upper, constipation, heavy menstrual bleeding, menstruation irregular, bladder disorder, urinary tract infection and chest pain outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain upper, alopecia, anxiety, arthralgia, back pain, bladder disorder, chest pain, constipation, device dislocation, drug dependence, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, heavy menstrual bleeding, insomnia, loss of libido, major depression, menstruation irregular, migraine, pain, pelvic pain, urinary tract infection, uterine pain and weight increased to be related to essure. The reporter commented: serious injury criterion: "hospitalization, disability / permanent damage" was initially mentioned but not specified and/or assigned to one of the events. In follow up consumer mentioned she had 9 years of pain. She was prescribed hydrocodone, then went sick and had to be detoxified from opioids for 7 days in hospital. She had many emergency room and doctors visits. Essure caused accumulate debts for medical bills. Due to complete hysterectomy doctors and gynecologist have to regulate hormones to stop weight gain, hair loss, sexual changes due to menopause. Pain and struggle as result of the essure procedure are not over lot number: a33568, manufacture date: 2012-07, and expiration date: 2015-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-jan-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5082852) on 31-jan-2019. The most recent information was received on 19-oct-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("distal end perforated through left fallopian"), device dislocation ("essure migrated - a metallic portion is poking out of left fallopian tube segment"), pelvic pain ("constant pelvic pain, progressively getting worse"), back pain ("severe back pain, lower back pain,chronic back pain"), drug dependence ("recovered opioid addiction") and major depression ("major depressive disorder") in a 38 year-old female patient who had essure inserted (lot no. A33568) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of adenomyosis, nasal operation, perineal pain, irritable bowel syndrome, dyspareunia, dysmenorrhea, lumbosacral strain, radicular pain, muscle spasm, umbilical hernia, foggy feeling in head, hypothyroidism, irritable, kidney infection, asthma, multiple allergies, acute pharyngitis, parity 4, multi gravida and vaginal delivery. Concurrent conditions were listed as hiv infection, visual impairment, sweating fever, poor sleep, rib pain, vaginal burning sensation, vaginal itching, vaginal discharge, yeast infection, hemorrhagic cystitis, depressive disorder, bruising, nasal oedema, nasal pain, fractured nose, bruising of face, neck pain, unilateral leg pain and pain in hip. Concomitant products included cipro [ciprofloxacin hydrochloride], acetaminophen; hydrocodone (hydrocodone;paracetamol) for pain, albuterol [salbutamol] for dyspnoea and wheezing, zofran [ondansetron], pristiq (desvenlafaxine succinate monohydrate), ibuprofen, multivitamins [vitamins nos] and wellbutrin (bupropion hydrochloride). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 541 days after essure insertion, she experienced back pain (seriousness criterion disability). On (B)(6) 2015 she experienced anxiety ("anxiety") and major depression (seriousness criterion medically important). On (B)(6) 2016 she experienced pelvic pain (seriousness criterion hospitalisation), heavy menstrual bleeding ("very heavy periods") and dyspareunia ("pain during intercourse"). On (B)(6) 2017 she experienced abdominal pain upper ("epigastric pain"). On (B)(6) 2019 she experienced abdominal pain ("constant abdominal pain"). On (B)(6) 2019 she experienced uterine pain ("chronic uterine pain"). On (B)(6) 2020 she experienced abdominal distension ("bloating"), constipation ("constipation") and menstruation irregular ("irregular periods") and was found to have weight increased ("uncontrollable weight gain"). On (B)(6) 2021 she experienced arthralgia ("worsening pain in hips, pain in right hip"). On (B)(6) 2021 she experienced chest pain ("chest pain"). Essure was removed on (B)(6) 2021. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), drug dependence (seriousness criterion hospitalisation), pain ("chronic pain"), abdominal discomfort ("abdominal discomfort"), gastrointestinal disorder ("bowel problems"), dysmenorrhoea ("intense pain with periods"), bladder disorder ("bladder issues"), urinary tract infection ("reoccurring uti's"), insomnia ("could not fall asleep, stay asleep"), fatigue ("chronic fatigue"), migraine ("constant headaches and migraines"), alopecia ("hair loss") and loss of libido ("complete loss of sex"). The patient was hospitalised from (B)(6) 2012 for an unknown duration and additionally for 7 days (dates unknown). The patient was treated with hydrocodone and clonazepam as well as surgery (total hysterectomy with removal of both essure devices). At the time of the report, the drug dependence had resolved and the device dislocation, pelvic pain, back pain, uterine pain, pain, abdominal pain, abdominal discomfort, abdominal distension, gastrointestinal disorder, dysmenorrhoea, anxiety, major depression, dyspareunia, weight increased, insomnia, fatigue, migraine, alopecia, loss of libido and arthralgia had not resolved. The outcomes for fallopian tube perforation, abdominal pain upper, constipation, heavy menstrual bleeding, menstruation irregular, bladder disorder, urinary tract infection and chest pain were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain upper, alopecia, anxiety, arthralgia, back pain, bladder disorder, chest pain, constipation, device dislocation, drug dependence, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, heavy menstrual bleeding, insomnia, loss of libido, major depression, menstruation irregular, migraine, pain, pelvic pain, urinary tract infection, uterine pain and weight increased to be related to essure administration. The reporter commented: serious injury criterion: "hospitalization, disability / permanent damage" was initially mentioned but not specified and/or assigned to one of the events. In follow up consumer mentioned she had 9 years of pain. She was prescribed hydrocodone, then went sick and had to be detoxified from opioids for 7 days in hospital. She had many emergency room and doctors visits. Essure caused accumulate debts for medical bills. Due to complete hysterectomy doctors and gynecologist have to regulate hormones to stop weight gain, hair loss, sexual changes due to menopause. Pain and struggle as result of the essure procedure are not over product stop date updated from (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [chest x-ray] on (B)(6) 2019: impression: no acute cardiopulmonary abnormality. [Computerised tomogram abdomen] on (B)(6) 2019: impression: no evidence for acute abnormality. Normal-appearing appendix is seen. Small right ovarian cyst/cystic structures are likely seen. Moderate to large volume of stool seen in the right and transverse colon. Cholelithiasis. 5 mm nonobstructive left renal calculus. Small fat-containing umbilical hernia is seen. There is no evidence for bowel obstruction. [Face and mouth x-ray] on (B)(6) 2017: had a fracture. [Hysterosalpingogram] on (B)(6) 2013: bilateral tubal occlusion [magnetic resonance imaging] (date unknown): did not show endometriosis [ultrasound scan] on (B)(6) 2016: bilateral essure device related artifacts are seen in the expected location in the region of the uterine. Cornua.; on (B)(6) 2021: ultrasound transvaginal of abdomen and pelvis [urine analysis] on (B)(6) 2017: urine pregnancy- negative. Lot number: a33568, manufacture date:2012-07, expiration date: 2015-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-oct-2022: medical records received. Reporter information, patient medical history, reporter causality comment added. Product stop date updated. Event: distal end perforated through left fallopian tube added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.